Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired the same day of surgery due to "endocarditis/sepsis/renal." The surgeon has indicated that the edwards device did not cause or contribute to the patient's death. No other details provided.

Manufacturer narrative:
Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The patient's medical records were requested; however, they were not provided by the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.